Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a kink in the tubing. The rn started the infusion and at the end of the programmed infusion time, the pump alarmed infusion complete. The rn returned to find that none of the medication nor the flush had been infused. The customer states that the pump did not alarm at any time during the infusion. There was no report of patient harm.